Event description:
The rptr did meter to lab comparison tests, 1 hour apart. Rptr did a blood glucose test at home, and the meter reading was 132 mg/dl. Rptr then went to the lab, where a venous lab test result was 181 mg/dl. Rptr did not have symptoms. A control solution test was in range. No harm was alleged.